Event description:
It was reported, that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous, and severely calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. Inflation was performed two times, and inflated initially at 12 atmospheres. However, during the second inflation at 16 atmospheres for 20 seconds, the balloon ruptured at the distal part. The device was removed. And the procedure was completed with a different device. There were no patient complications nor injuries reported. And the patient was in good condition post procedure.